Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to patient clearance buttons not functioning as expected. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient clearance was not responding. The customer was able to use three universal surgical manipulators (usm) but it slowed them down. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned and analyzed. In system logs, the 25745 error was found indicating that the fault occurred in the field. Upon visual inspection, liquid intrusion was found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the tornado switch assembly was inspected, and liquid intrusion was identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to fluid intrusion on the tornado switch assembly in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.